Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 50 mg/dl. The customer was treated with juice. The customer reported that they had received a message in the morning and had low blood glucose. The customer declined troubleshooting for low blood glucose. The sensor will not be returned for analysis.